Event description:
Patient called patient liaison line on (B)(6) 2023 and left a voicemail stating, " I have a medtronic device put in me to make my stomach work and I am rejecting it. I'm throwing up. I can barely even walk. It'd be nice if you guys could tell me what kind of product you put in me." I called the patient back and she did not answer, it went to her voicemail and I left a message with my callback number. There is a record in crm for this patient with the implant serial number of (B)(6) .